Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer (fse) confirmed that the drawer was not failed upon arrival. The row board cables were reseated, and final terminations on the drawer controller were secured. The functionality was tested successfully in the hardware test application (hta). The customer verified that all drawers were working correctly by inventorying multiple medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 was failed, required maintenance and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.